Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user inquired about algorithm behavior after reporting blood glucose (bg) fluctuations. Bg rose to 288 mg/dl after lunch, and corrective doses were delivered. Later, bg dropped to 64 mg/dl, which the user treated with dr. Pepper. The ilet suspended insulin delivery when bg declined faster than 2 mg/dl per minute, then resumed once stabilized. At the time of call, bg was 139 mg/dl. The user's highest blood glucose (bg) recorded was 288 mg/dl, and the lowest was 64 mg/dl. Bg was corrected with ilet corrections for the high and dr. Pepper for the low. Symptoms included shakiness during the low; none were reported during the high bg. No medical intervention or outside assistance reported at the time of call.